Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 325cc saline prosthesis, catalog #3501650, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis. On (B)(6) 2018 left sided deflation was diagnosed by a physician. As a result, an explant was performed on (B)(6) 2018.

Manufacturer narrative:
Additional information was received with the replacement surgery operative report on (B)(6) 2018. The device was explanted and bilateral prosthesis replacement with 375cc smooth round moderate profile saline prostheses was performed on (B)(6) 2018. The prostheses were inflated to 450ccs. There were no procedural complications. The evaluation of the returned device was completed by the failure analysis lab on 10/31/2018. It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis. On (B)(6) 2018 left sided deflation was diagnosed by a physician. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed three rents on the anterior view; rent a measuring approximately 0.6 cm, and rents b and c measuring less than 0.1 cmno other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since three rents were found on the device. Nonetheless, a microscopic examination of the rents edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).